Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 54 mg/dl. Customer consumed orange juice to address the bg level. The customer required assistance from a friend because of the low bg. The customer did not know the cause of the low bg. Tandem technical support advised the customer to discuss possible causes with a healthcare provider.